Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s gastric stimulator was removed in 2008 ¿ the exact date was not remembered ¿ due to complication. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that all of the questions had been resolved by their local physician. No further complications were reported/anticipated.